Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call;customer's condition has improved and no longer experiencing symptoms. The customer did seek medical attention on (B)(6) 2018 at the ER for hyperglycemia (results were in the 300's at the hospital). Customer was put on an IV and given insulin. The customer was discharged on the same day.

Event description:
Consumer reported complaint for hi accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased urination, excessive thirst, and labored breathing. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed using the true track meter and produced a result of hi. The test strip lot manufacturer's expiration date is 06/18/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result. Caller states her mother's meter read hi with strip vial rr4531 and I informed the customer the strips are expired. Customer had an additional vial ru5215 that was not expired and meter read hi. Customer has increased urination, excessive thirst, and labored breathing. Advised caller to call 911 and to seek medical attention for the customer.